Event description:
In 2004, the pt contacted lfs alleging that their one touch ultra meter was reading inaccurate control high. The medical affairs specialist spoke with the pt the 2nd day. At 9:17 am, the pt obtained a fasting result of 313 mg/dl on the reported meter while experiencing no symptoms of high or low blood glucose level. The pt took their usual dose of lantus insulin 35 units and also took humalog insulin 10 units per sliding scale for a blood glucose level above 250 mg/dl. They did not take any further insulin. The obtained results of 312 mg/dl at 12:01 pm, and 343 mg/dl at 1:16 pm. After the 1:16 pm test, the pt had symptoms of hypoglycemia; they were less alert, but did not lose consciousness. Their family member called emergency services. On arrival, the emt obtained a result of 36 mg/dl or 46 mg/dl on the emt meter. The emt started an IV and treated the pt was 50% glucose intravenously. The pt quickly became more alert. They do not recall what the next emt meter result was, but know it was above 70 mg/dl. The emt took the pt to the hosp ER. A normal blood glucose result was obtained in the ER; the pt doesn't recall the exact result. The pt was treated with additional IV glucose and given 16 ounces of milk to drink in the ER. The pt was also given an ipratropium bromide breathing treatment in the ER, which they normally take at home two times a day. The last result obtained in the ER was a normal reading; the pt does not recall the specific result. At approximately 5:00 pm, the pt was released and their family drove them home. At home, the pt tested with the reported meter several times and obtained the following blood glucose results: 5:27 pm 506 mg/dl, 5:29 pm 258 mg/dl, 5:30 pm 262 mg/dl, and 5:55 pm 241 mg/dl. They also obtained control solution results of 254 mg/dl, 262 mg/dl, and 241 mg/dl; all fell outside the specified control solution range. The customer service representative confirmed that the control solution was correct, and had been open less than the discarded date. The patient stated that the test strips were in good condition, had not been open longer than the discard date, were not expired, and had been stored correctly. The code on the meter matched the code on the test strips. The csr walked the pt through a control solution test, which fell outside the specified control solution range. The csr walked the pt through a second control solution test with a new vial of test strips; the result fell within the specified control solution range. The csr instructed the pt to discard the remainder of the vial of test strips used during the time of concern in 2004. The pt did so and began testing with the new vial of test strips. On 2nd day at 7:30 am, the pt obtained a fasting blood glucose result of 73 mg/dl. The pt did not allege harm. However, there is evidence that the pt experienced serious injury and medical intervention due to the high readings on the meter. Therefore, the event meets the criteria for an adverse event medical device reportable.